Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver saw a bionic circle app message indicating the patient was not receiving insulin, while the patient¿s ilet and ilet mobile app were connected and functioning, and the agent reviewed potential data delay causes including lack of app connection, no internet, or bluetooth off, after which data display resumed; the patient¿s elevated glucose was attributed to drinking a soda during lunch. Symptoms included hyperglycemia. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included customer service troubleshooting and education focused on confirming device-to-app connectivity, internet availability, and bluetooth status. Investigation of this case revealed normal ilet operation with delayed or interrupted data transmission to the bionic circle app as a likely contributor to the initial display concern, with hyperglycemia plausibly related to recent carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.